Manufacturer narrative:
H10: manufacturing review: the device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately eight years and six months of post deployment, a computed tomography of abdomen and pelvis was performed which showed a bard g2 inferior vena cava filter was noted at mid l3 to inferior l4 level. The filter was tilted ventrally at 22 degrees and sagittal 22 degrees. A grade iii perforation was noted with the posterior strut abuts antero superior l4 osteophyte and ventral strut 3mm. Unable to evaluate for the filter migration. Therefore, the investigation is confirmed for perforation of inferior vena cava (ivc) and filter tilt. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced abdominal pain and suffered a brain stroke; however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images were provided for review. Medical records were provided and reviewed. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive for the alleged filter tilt and perforation of ivc wall as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Image review: the images provided could not be confirmed as legal authentic medical imaging for the patient of this complaint record. Based on the images provided, the cut-and-paste images on a word doc did not identify any valid medical information or verification or confirm authenticity of the patient in this complaint to the images provided can be confirmed. Labeling review: the current instructions for use states: warnings: movement, migration or tilt of the filter are known complications of vena cava filters. Possible complications include, but are not limited to, the following: movement, migration or tilt of the filter are known complications of vena cava filters. Perforation or other acute or chronic damage of the ivc wall. Filter tilt. Filter malposition. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was deployed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. Some time post filter deployment (date not provided), the filter allegedly tilted, embedded in the wall of the ivc, and filter limb perforation was identified. The filter has not been removed and there were no reported filter retrieval attempts. The current patient status was not provided. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tiled and perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced abdominal pain and suffered a brain stroke; however, the current status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was deployed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. Some time post filter deployment (date not provided), the filter allegedly tilted, embedded in the wall of the ivc, and filter limb perforation was identified. The filter has not been removed and there were no reported filter retrieval attempts. The current patient status was not provided. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tiled and perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced abdominal pain and suffered a brain stroke; however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images were provided for review. Medical records were provided and reviewed. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive for the alleged filter tilt and perforation of ivc wall as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Image review: the images provided could not be confirmed as legal authentic medical imaging for the patient of this complaint record. Based on the images provided, the cut-and-paste images on a word doc did not identify any valid medical information or verification or confirm authenticity of the patient in this complaint to the images provided can be confirmed. Labeling review: the current instructions for use states: warnings: movement, migration or tilt of the filter are known complications of vena cava filters. Possible complications include, but are not limited to, the following: movement, migration or tilt of the filter are known complications of vena cava filters. Perforation or other acute or chronic damage of the ivc wall. Filter tilt and filter malposition. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Date rec¿d by MFR, supplemental emdr # 1 was inadvertently submitted with a date rec¿d by MFR date of 05/14/2019. The correct date rec¿d by MFR date is 07/12/2019 .

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive for the alleged filter tilt and perforation of ivc wall as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/possible complications: - movement, migration or tilt of the filter are known complications of vena cava filters. - perforation or other acute or chronic damage of the ivc wall. - filter tilt - filter malposition the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was deployed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. Some time post filter deployment (date not provided), the filter allegedly tilted, embedded in the wall of the ivc, and filter limb perforation was identified. The filter has not been removed and there were no reported filter retrieval attempts. The current patient status was not provided.